Event description:
Patient reported that she has blisters right underneath biopatch and where adhesive touches her skin. She has tried and failed tegaderm, IV-3000, and mepilex. She spoke to different nurses and they suggested that she try a silicone base dressing. No other information known. Reported to (B)(6) by pt/caregiver.